Event description:
During a wiktor stent implant the lesion could not be crossed. During withdrawal of the stent delivery system the stent was dislodged off of the balloon and required retrieval with a snare. No pt complications were reported.